Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 14 mmol/l. No significant events leading up to the alarm were recalled. The customer was reverting to a back-up plan. Nothing further was reported.